Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot (gd891796) and no issues were found related to the reported condition during the manufacture of this lot. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a homechoice patient (hp). The hp called homecare services to cancel her homechoice machine from her prescription. The patient reported that she had been sick and was in the hospital with an infection. The patient had to have her tube removed from abdomen to her shoulder and would no longer be doing home pd therapy. Gpv attempted to contact the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2012. It was confirmed that this patient had been diagnosed with unspecified peritonitis. The pdrn declined to provide additional information regarding this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 2 of 3 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.